Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this case: 1222780-2024-00097.

Event description:
It was reported that on (B)(6), a myosure procedure was performed, and during the case, the myosure reach after approximately two minutes of cut time, the tissue trap and tubing leading up to the device had no tissue in it. It appeared that the handpiece was not resecting tissue. The staff switched to a myosure xl and after cutting with this device for another approximately two minutes, the scrub tech and doctor saw what appeared to be metal shavings and/or a dark-colored dusting in the uterus of the patient. The staff replaced the myosure xl handpiece with a new one. The procedure continued for approximately another five minutes until the doctor decided the procedure was completed. The patient¿s uterus still appeared to have a small amount of dark material inside. The doctor was unable to retrieve all the shavings from the uterus. No additional information available.